Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be dim and discolored. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the display was found to be dim and discolored. Unrelated to the event the battery cap was found to have stripped threads and the battery compartment was found to be cracked. Additionally the pump time and date reset upon removal of the battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The alleged malfunction is not likely to cause an adverse event.